Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 33.3 mmol/l associated with an intermittent power issue. The reporter indicated that the pump battery compartment was cracked related to the issue but indicated that the battery cap was secured appropriately at the time of the power issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with the intermittent power issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: the pump's black box showed pump reboot events on (B)(6) 2016 at 20:51 recorded after a low battery alert at 20:50 and a manual suspend at 20:51; deliveries resumed at 21:03. A pump reboot event was recorded on (B)(6) 2016 at 08:06 recorded after a low battery alert on 08:04; deliveries resumed at 08:18. The battery compartment was cracked on the side at the threads and cracked below the bumper pad. A test cap was able to carefully attach to the pump. The pump successfully completed a 24 hour duration test with the test battery cap. No pump reboot events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.